Event description:
It was reported that a pt received a transobturator mid-urethral sling procedure a couple of months ago and recently noticed, the tape was exposed. The dr attempted to repair the mesh by repositioning the mesh and placing the vaginal mucose over the mesh. Upon follow up, the mesh was exposed again. Required intervention was needed in order to remove the mesh completely. It is thought the pt's body did not adapt to the synthetic mesh. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.